Event description:
Reported by the complainant as follows: patient had a total knee arthroplasty on (B)(6), 2010 at (B)(4). Aquacel ag surgical was used in combination with aquacel ag post op and blistering was noted under the hydrocolloid portion of the dressing on (B)(6) 2010. The aquacel ag surgical dressing was discontinued and the blisters were treated with triple antibiotic ointment. The patient was also placed on oral antibiotics. The blisters have since healed; but scarring is present. Betadine prep was used in surgery.

Manufacturer narrative:
Reported to the FDA on (B)(6), 2010. FDA registration number: (B)(4).